Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's l2 drg lead had impedances. To address the issue, surgical intervention was undertaken wherein the lead was seen to be fractured. During removal, the tip of the lead broke off and was left implanted in the patient. A new lead was implanted, and therapy was restored post-op.